Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board was replaced during the svc call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had an ad channel error message. No pt injury was reported.